Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. The sensing vector was set to the primary vector. Testing in the clinic confirmed that the alternate sensing vector was better. Technical services discussed some programming and testing options. There were no additional adverse patient effects. The system remains implanted.